Manufacturer narrative:
Clinical evaluation classified the reported injury as a localized burn, assessed as mild and transient, with expected full resolution under standard post-treatment care. The device operator manual (om) identifies burn as a potential adverse reaction. The device was requested for return to support further investigation. Multiple due diligence attempts were made retrieve the device; however, the customer has not returned the device and it was not available for evaluation. Therefore, device performance could not be confirmed or ruled out. Based on the limited information available, water leakage from the applicator was identified as a probable contributing factor. The leakage may have resulted from improper applicator connection or a potential system malfunction; however, the root cause cannot be confirmed without device inspection. The device production records (DHR) were reviewed and no anomalies or conditions that could have contributed to the reported event were identified. Based on the currently available information, there is no evidence of a device malfunction that, if it were to recur, would be likely to cause or contribute to a serious injury as defined in 21 cfr 803.3. Although this event does not meet FDA reportability criteria, this report is being submitted in good faith. The importer also submitted report number 3004450661-2026-00002 to FDA.

Event description:
The importer reported that user facility reported that a patient sustained a burn at the treatment site following use of the alma harmony system. The facility further reported that the clearskin handpiece used with the alma harmony system during the treatment began leaking water after the burn occurred.